Event description:
Tubing separation and split reported. Report from customer states "tubing separation from the lower y-site during chemo infusion. Another set was put on the pt. The tubing of the second set then split proximal to the y-site. Chemo and blood backed up the line. The pt was very confused and may have put excessive pressure on the tubing when attempting to move while restrained. No pt harm reported, pt has been discharged." Multiple attempts habe been made to obtain info from the customer, but the co has been unable to obtain any specific pt data to date. If it becomes available, it will be made available to the agency.